Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported infusion set dropped from thigh on its 1st day of insertion while showering event occurred on (B)(6) 2026. This led to high blood glucose level which lasted three to four hours for which the patient managed with manual injection. No further information available.